Event description:
It was reported that during a vats lobectomy procedure, the device was fired over a vessel, but the staple line on the proximal side was bleeding due to malformed staples on the first firing. The procedure was converted to open to suture the staple line. An open stapler was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.